Manufacturer narrative:
Continued health effect - impact codes: f2303. Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: hanna, cyril, et al. "Bony resorption in the mental area due to hyaluronic acid filler: a complication to consider." J clin aesthet dermatol. Letter to the editor; october 2021;14(10): pg. 16¿17. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Multiple requests for further information have been made. Allergan has received no response from the authors. This is a known potential adverse event addressed in the product labeling.

Event description:
The article, "bony resorption in the mental area due to hyaluronic acid filler: a complication to consider" noted a patient would receive a total of 6mls of juvéderm® voluma¿ and restalyne® lyft injected into the mental area. These injections occurred over a period of 40 months in 4 sessions of 1ml and a session of 2mls. It was unspecified which injections occurred with which product. The technique used for the injection was a central bolus "on bone," off label. Some time later, patient would receive a panoramic x-ray at a routine dental appointment and there was a suspected cystic formation in the mental area. Patient was asymptomatic with no sign of infection of granuloma. A computed tomography revealed a semi-spherical bony erosion with no cystic lesion. Hyaluronidase dissolution of the filler occurred to prevent further bony damage.